Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an intermittent "e35 error" code appeared twice. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Error "e35" refers to the temperature sensor not working and would disable the unit. During the repair troubleshooting, the field service representative (fsr) found error codes: e19, eo3, eo4 and e1a on both channels. Per the fsr, the circuit board needs to be replaced.